Event description:
Related manufacturer reference number: 2017865-2021-37326 . It was reported that the patient presented in clinic for follow up. Device interrogation revealed undersensing on the atrial lead. Device interrogation revealed high capture threshold on the right ventricular lead (rv). The physician elected to explant the atrial and rv lead and replace both of the leads. The patient condition was stable